Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the downstream occlusion sensor (dso) seal delamination. There was not patient involvement,

Manufacturer narrative:
D9: 08-jul-2025. H3: one pump was returned for analysis in used condition. The customer reported that the downstream occlusion (dso) seal was delaminated, and visual inspection confirmed this. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and it was found that the upstream occlusion (uso) sensor was defective. The uso sensor was replaced to address this issue. The dso seal was replaced preventatively. The device passed all testing following repairs.